Manufacturer narrative:
(B)(4). The customer reported that the battery was charged in the cadex charger and when put into the mrx the unit shut down after 1 minute and the unit failed to recognize the battery. There was no report of pt involvement. On 07/15/2011, the customer was shipped a new battery. As of 08/08/2011, there have been no further calls from the customer site regarding this issue. We will consider replacing the battery resolved the failure.

Event description:
Customer claims their battery is not being recognized.